Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging multiple recurring power issues with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter issues first started on ¿ (B)(6) , 2015, at 6:30 am¿. She alleged the meter powered off during use and did not hold charge. The patient manages her diabetes with oral medication, diet and/or exercise. It is not known whether she made any changes to her usual diabetes management as a result of the problems she experienced. She alleged, five days after the start of the alleged issues, on (B)(6) , 2015 at 10:30 am, she developed symptoms of ¿shaky¿. She obtained a blood glucose result of ¿59 mg/dl¿ on the subject meter. She reported, also on (B)(6) , 2015 at 10:30 am, she treated her symptoms with food and/or drink. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no trauma or misuse of the product. The meter had been charged until the charge complete message appeared. Based on the information provided, the meter¿s battery did not need to be replaced. The cca educated the reporter on the meter¿s behavior and auto-shutoff but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged power issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation the lay user/patients meter has been returned on (B)(6) 2015 and further evaluated by lifescan the meter involved with this complaint failed testing. The meter was found to have a contact issue; the spc pin 2 was found to be low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.